Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was placed on the sterile drapes on top of patient. Customer said device activated on own and burned the drapes. There were no patient consequences reported. Case was completed with another device of the same product code.